Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. . Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose chapter 4 / page 42: warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes chapter 11 / page 119: avoid lows, highs, and dka: you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes chapter 11 / page 126: warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
Mother reported that between 3 and 4 am the patient's blood glucose went "sky high". The patient's levels reached 297mg/dl while wearing the pod between 24 and 36 hours on the abdomen. He started to have symptoms of dka (diabetic ketoacidosis), he was nauseous and vomited, and the mother took him to the hospital. They placed the patient on an insulin drip and diagnosed him with mild dka. While he was at the hospital he was confused. The hospital was not trained well enough in pediatrics and the patient was transferred by ambulance. His blood glucose started to go down because of the insulin drip. They placed him on an IV of potassium since his potassium was low. When his blood glucose became stable and normal, he was discharged at 3 or 4 pm the same day. After his discharge, the mother was advised to change the overnight basal rate from 1.1 units to 1.2 units if necessary. The patient's insulin-to-carbohydrate ratio was also changed from 30 to 25.